Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported a dislocated lead. The patient was only feeling paresthesia in the feet and not in the back. There was a lack of paresthesia and increased pain. Impedances were checked and reprogramming was completed. They tried to reprogram before surgery, but were unable to. The leads did not have high impedance, but the doctor was unable to place the old leads higher due to scar tissue. He pulled the old leads out and was able to place one lead back. The leads were explanted and were replaced with one lead. The issue was resolved at the time of the report. Relevant medical history included non-malignant pain.